Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On (B)(6) 2025, the pediatric patient was at school when she started to feel sweaty, nauseous, fatigued. During this time, her cgm alerted her with 367 mg/dl readings the bg test performed by the nurse showed 28 mg/dl. The nurse immediately gave her glucose tablets (unspecified amount) then called ambulance for medical assistance due to school policy. At this point of time, the nurse also decided to take the sensor out. When the paramedics arrived, her bg test results showed 61 mg/dl. Enroute to the ER, patient was given IV dextrose and IV fluids. When the patient arrived at the ER, her bg test result showed 162 mg/dl and she felt better. She stayed at the ER to rest then got discharged after an hour feeling fine with a bg reading of 168 mg/dl. At the time of the report, the patient felt fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.